Manufacturer narrative:
On 09mar2025, the asp evaluated the device and confirmed the occurrence of the battery failed alarm in the event log. The asp replaced the backup battery to resolve the issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and functional test. No other abnormalities were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: battery failed alarm observed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) evaluated the device at a repair center and observed the backup battery alarm. The customer was stated to have approved the repair, but the backup battery is on backorder as of 06mar2025 so the repair for the backup battery failed alarm cannot be completed. This investigation is ongoing.